Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. This report is for the first device. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event a customer reported that five eddy irrigation tips broke during use on a patient. The broken parts were removed and the tooth was filled and treatment is concluded.